Manufacturer narrative:
The returned cable was evaluated. During inspection, the cable passed visual and continuity testing, however a "replace cable" error was displayed during functional testing. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
The customer reported the cable works intermittently; values would display and then, suddenly, no values would display. There was no known impact or consequence to patient.